Event description:
An end user called to report a side weld has broken on the frame of the chair. Consumer stated the chair currently cannot be used due to the break. The affected weld is on the back side of the frame. No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model t4, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1110558, rev.h(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The end user has been contacted for additional information. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: this complaint was initially received on (B)(6) 2012 and in the process of acquiring new information the incident should have been filed on (B)(6) 2012. Due to confirmation of information received this complaint is being filed 2 days late.